Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer contacted abbott regarding failed calibration for the axsym rubella igg assay, as the difference between calibrator 1 and 2 was too large. Error code 1111 (calibration check failure, m-cal 1, response too large), 1018 (calibration check failure, cal a, result too high) and 1048 (calibration check failure, cal a/b, ratio too large) were generated. The customer changed the sample probe and was sent fluidics solution. The customer stated the fluidics check failed and was advised to perform fluorescent polarization immunoassay (fpia) verification and fluidics check and fax the report to abbott for evaluation. The customer was also advised to check all tubing connections, replace syringe valves and follow up. The customer reported the fluidics check failed twice and abbott dispatched technical service support to the customer facility. Multiple fpia errors were generated and the fpia optics were replaced as well as other axsym parts, and the fpia and fluidics checks passed. There was no impact to patient management reported by the customer.